Event description:
It was observed during the device inspection that subject device had the curved rubber glue section missing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no deviations were found that could have caused or contributed to the issue. The definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.